Event description:
Facility reported patient - dialyzer hypersensitivity reaction. Treatment initiated and patient immediately complained of feeling "hot" and dizzy. Blood pressure 162/85. Dialysis stopped and blood not returned. Relief symptoms noted immediately after stopping dialysis. Questionnaire faxed to the facility for further information for complaint and for medwatch of 10/5/98. Left two messages for the rn on 10/5/98. Spoke with director of nursing on 10/6/98, she will fill out questionaire and fax back. Estimated blood loss 300cc. Changed to another dialyzer. No further incident. No medical intervention.